Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no patient involvement.

Manufacturer narrative:
Report originally submitted with cfn#(B)(4); the correct cfn# is (B)(4).

Event description:
It was reported to philips that the pins on the battery pca were bent. There was no patient involvement. A philips authorized service personnel (asp) was dispatched to the customer site. The reported issue was confirmed and it was determined that the battery pca needed to be replaced. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician discovered that pin 8 on the j2 connector was bent. All remaining spring-loaded pogo-pins on j1 and j2 as well as single power contact pins on connectors j3 through j7 were undamaged and in working condition. Upon conclusion of the evaluation, the battery pca was found to be faulty due to a bent pin on the j2 connector. Following the evaluation, the battery pca was scheduled to be archived. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery pca. The battery pca was replaced and the device passed all operational testing. The device remains at the customer site and no further evaluation is required at this time.